Event description:
Additional information was received from a consumer. The patient was supposed to be getting a pump replacement on (B)(6) 2016 and wanted to know what is wrong with the pump they just put in on (B)(6) 2015. The patient was told on (B)(6) 2016 by their health care provider (hcp) that there was a major malfunction with the pump, and the pump was not working. The hcp tried to refill the pump and knew something was wrong. They did a pump "routing test" to confirm. The patient stated he knew something was wrong about a month and half before that. The patient was in a lot of pain. The patient expected the pump to last 7 years. It was later reported that the patient was getting his pump replaced on (B)(6) 2016. The patient noted that he had to take his medicine as he was not thinking or feeling well. The patient was going to call back with his hcp when he saw him next.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal fentanyl, baclofen, morphine, and a few unknown drugs. The indication for use was spinal pain. It was reported that the patient went to an appointment on (B)(6) 2016, and he was complaining of pain. The patient said that at the appointment they tried to fill the pump, and they could not get drug in the pump. The pump was malfunctioning. The patient was having a procedure on the pump on (B)(6) 2016. The pump needed to be replaced. It was also noted that the patient had oral morphine 60 mg tablets. The event date was noted to be (B)(6) 2016.

Event description:
Additional information was received. Device failures included catheter failure, delivery failure, and granuloma. Injuries included withdrawal, surgery, and pain. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from a manufacturer representative. The pump was explanted because the patient said it was not working, but it was actually a catheter problem. There was plaque all around the tip of the catheter when they pulled it out. The catheter and pump were replaced on (B)(6) 2016. There were no symptoms reported. The drugs in the pump were 2000 mcg/ml fentanyl at a dose of 96.1 mcg/day, 65 mg/ml hydromorphone at a dose of 3.125 mg/day, 100 mcg/ml clonidine at a dose of 4.81 mcg/day, 500 mcg/ml baclofen at a dose of 24.03 mcg/day, and 2.5 mg/ml morphine at a dose of 0.1202 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.